Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not close/lock. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The clip applier would not close to apply the clip. There was no unexpected motion of clip applier while attempting to clip and no fallen fragments or patient harm/injury. The procedure was completed robotically with a secondary clip applier.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one (1) severely bent grip, causing misalignment of the grip-tips. There was a 0.88mm offset at the tips. A clip cannot be properly loaded into the clip groove of the grip-tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.